Manufacturer narrative:
The sample was not returned for evaluation, therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event (the device was not serviced within the last 12 months). The direct cause for the reported issue was undetermined. There was no device malfunction identified which could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported during follow up that the patient had suffered a heart attack (previously reported as chest pain) and was hospitalized for the event. The cause of the heart attack was a blocked artery. On an unreported date, the patient was discharged from the hospital. The patient outcome was not reported. Based on follow up information the homechoice device is no longer a suspect in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced chest pain while connected to the homechoice device. On the same day as the event onset, the patient went to the hospital. It was not reported if the patient was admitted to the hospital or sent home. The cause of the event, treatment details, action taken with pd therapy, and the patient¿s recovery status were not reported. No additional information is available.